Event description:
It was reported that the patient presented in clinic for follow up feeling fatigue. Upon interrogation, the pulse generator exhibited backup vvi mode. After a software download, normal device function resumed. The patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.